Manufacturer narrative:
(B)(4). Information is unavailable; device was not returned for evaluation.

Event description:
It was reported that during a laparoscopic gastric bypass procedure, trocars were leaking co2. Four trocars were inserted and all were leaking when instruments and scope where inserted in trocars. The surgeon tried to compensate by turning the trocars so the pressure from instruments were at the point of the hinging of the upper seal. Procedure prolonged 45 minutes. It is unknown if another device was used to complete the procedure. There were no adverse consequences for the patient. No device will be returning.